Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that when she removed the reservoir it has an overwhelming smell of insulin in the reservoir compartment. The blood glucose reading was 56mg/dl. Troubleshooting was performed, and the customer noticed fluid in the reservoir compartment. No further information was provided.